Event description:
On march 9, 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultrasmart meter was giving inaccurately high readings. The medical affairs specialist (mas) contacted the pt to obtain and verify information; however was unable to reach him by telephone. The mas mailed a letter requesting the pt contact medical affairs. On an unspecified date, the pt obtained a blood glucose result of 180 mg/dl on the reported meter. At that time, the pt became incoherent, and a family member contacted emergency services. The paramedics obtained a blood glucose result for the pt of 'in the 20's' mg/dl, and administered glucose intravenously. The pt also reported a blood glucose result of 200 mg/dl on the reported meter, and a result of 95 mg/dl on a true track meter within 10 minutes of each other, date unknown. It would have been helpful to determine the date and time of the hypoglycemic event, if the pt had taken any food or medication prior to the event, his expected blood glucose readings, his medication regimen and if he adjusts his medication based on meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct and the test strips were within expiration and discard dating. The pt could not confirm to the cca if the meter was programmed for the correct calibration code number, or if the test strip were in good condition. No quality control testing was performed during the call, as the customer could not provided the date the control solution was opened. This incident is being reported as an adverse event, because the pt obtained a blood glucose result of 180 mg/dl on the reported meter while hypoglycemic, and required emergency medical attention.